Manufacturer narrative:
(B)(4). The complaint device is not being returned, therefore unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. We cannot discern a root cause for the reported failure mode, although one possible root cause is that the device has seen frequent use and has been through multiple sterilization cycles leading to dulling. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. See section d for product information received. Depuy synthes has been informed that the lot number is not available.

Event description:
It was reported by the sales rep that two of the customer's lupine spiral fluted drill bits were dull during a shoulder procedure. The case was completed with a third like device. There were no patient consequences or delays. The devices were discarded by the customer. The sales rep could not provide any lot numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.